Event description:
It was reported that the pca module was programmed with "1/1 mg/ml", however later the device displayed a different dose and volume. There was patient involvement but no patient harm was indicated.

Manufacturer narrative:
Correction : initial reporter occupation, report source, report source other. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pca module was programmed with "1/1 mg/ml", however later the device displayed a different dose and volume. There was patient involvement but no patient harm was indicated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.